Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen and had ineffective stimulation. The sjm representative met with the patient for reprogramming, but was unable to resolve the issue. The patient was to receive future reprogramming and it was reported the physician was concerned about the overall health of the patient due to the repeated falling.